Event description:
Same case as 6000093-2004-1493. During a ptca/stenting treatment procedure, the stent dislodged. The physician used a .014 " bmw universal guidewire to cross the occluded om1/om2 saphenous vein graft lesion. He inserted an export catheter over the wire and aspirated thrombus from the graft, then removed the export catheter. He placed a 190 cm filterwire in the graft site and delivered an express2 4.5/24 mm stent catheter over the filter wire. He deployed the stent in the proximal graft site at 16 atms for 30 second, then removed the delivery balloon. He subsequently delivered an express2 4.5/32 mm stent catheter over the filterwire. He deployed the stent in the proximal graft site at 16 atms for 31 seconds, then removed the delivery balloon. He removed the filterwire with its retrieval catheter. A new 190 cm filterwire was inserted into the graft site and thrombus was again aspirated with an export catheter. The export catheter was removed and an express2 5.0/32 mm stent catheter was delivered over the filterwire, but would not cross the lesion and became lodged in the previously placed stents when removal was attempted. An express2 4.5/16 mm stent catheter was delivered over the filterwire, but would not cross the lesion and also became lodged. The physician attempted to place an ivus catheter, but it would not cross. He attempted a quantum maverick 5.0/20 mm balloon and a maverick a 2.0/15 mm balloon, but neither one would cross. A .014" wiggle wire was inserted through the stents and an ivus catheter used to visualize the undeployed stents in the graft. A 7.0mm micro snare was delivered over the filterwire with successful removal of the express2 4.5/16 mm stent, but it was unsuccessful in retreiving the express2 5.0/32 mm stent. Further attempts to snare and deploy the lodged stent with balloons were unsuccessful. An intra aortic balloon pump was placed while patient awaited readiness of the surgical suite. Current patient status is reported as fine.